Event description:
It was reported that a male patient, underwent a pulmonary vein isolation by paroxysmal atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered an esophageal injury which required from extended hospitalization and one week of parenteral feeding. The patient¿s medical history is unknown. The patient was reported to be on the way to recovery. The physician¿s opinion regarding the cause of this adverse event is that he does not consider the rf ablation to be the underlying cause for the esophageal bleeding. It might be attributed to a primary esophageal lesion most likely due to the trans-esophageal echocardiography. However, bwi takes conservative approach, since we can't exclude that bwi product didn't contribute to this injury. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer.since the lot number is unknown, the full UDI number cannot be provided.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).